Manufacturer narrative:
Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot code(s) was not provided. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the surgeon seen this patient who had a hip replacement by an unknown surgeon 10 years ago and had been experiencing pain on and off over the years. The patient x-rays most likely indicated that they had a summit stem and a pinnacle cup. Surgeon decided to revise the hip with a suspicion of infection, irritation from a metal on metal articulation, or perhaps a loose implant. During the revision surgery, all implants were explanted and all contained heavy bio burden and ninth ingrowth with damage from explantation. No lot numbers where able to be obtained but some of the implants were identified by sizes. Very limited information available on this patient and staff was unable to share additional information. Doi: 10 years ago; dor: (B)(6) 2018; unknown hip.